Event description:
It was reported that during a cesarean section, the provider holding the pen reported a shock to the hand. Bovie was replaced (pad and pen) and continued the surgery. The physician also changed gloves. The surgeon had second degree subcentimeter burn to the hand that did not require treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.